Event description:
Event description guidant received information that the patient with this active fixation lead was suspected to have experienced effusion secondary to an atrial tear, and it was questioned whether the tear was related to a lead performance issue. The lead continued to display both pacing threshold and sensing measurements that were within normal limits.